Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on the afternoon of june 28th, when preparing a ventilator for a patient with respiratory dysfunction who was about to enter the icu2 ward of the center, it was discovered that the device had an alarm prompt of technical incident 231008 when it was turned on for testing and running. The customer immediately reported for repair and removed the ventilator, replacing the backup equipment. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on the afternoon of june 28th when preparing a ventilator for a patient with respiratory dysfunction who was about to enter the icu2 ward of the center, it was discovered that the device had an alarm prompt of technical incident (B)(4) when it was turned on for testing and running. The customer immediately reported for repair and removed the ventilator, replacing the backup equipment. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).